Event description:
This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Unknown locking screw was returned. The exact screw that caused the problem is not known and therefore reported as unknown with the identifying information (3 x part 04.210.118s, lot 8304869; part 04.210.112s and lot 8431019; part 04.210.120s and lot 8515317).

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: after the plate was implanted, screws were inserted. When the surgeon was locking the screws with a torque wrench driver, the screw in the second row at the end of the radial side penetrated and became difficult to be removed. Then all implants were removed and recalled on site. The guiding block ((B)(4)) was used from drilling, and the screws were locked using the torque wrench driver with the guiding block being set. The surgeon was turning the driver while having felt resistance as usual, but he felt no resistance at a certain moment. So he checked it by the image and then confirmed the screw was penetrating. He had no feeling of strangeness when locking. The impact on the patient: to remove the penetrated screw, the skin incision of about 10 mm at the dorsal side was done. Also, since the failure occurred 80 minutes after the tourniquet, 40-minute prolongation happened for replacement. The circumstances of the event: the operation was performed in line with the instruction. The failure occurred when the surgeon did the first final locking of the screw with the guiding block ((B)(4)). The wobbling of the driver was not confirmed. The treatment taken: va (variable angle)-lcp (locking compression plate)-2-column drp2.4 volar narrow le s ((B)(4)) was replaced with va-lcp-2-column drp2.4 volar narrow le s ((B)(4)). All the screws were also replaced with spares. The 2 stitches suture was done at the dorsal side. After turning off the tourniquet, there was no adverse effect on the patient. This is report 2 of 5 for complaint (B)(4).

Manufacturer narrative:
Lot number 8560428, or 8304869 or 8340343. Device not implanted/explanted. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned and the lot number is not verified. Placeholder.